Event description:
It was reported that a backflow condition was observed while filling an infusor sv2.5 device. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Backflow was observed in the fill port of the device during flow testing. Visual inspection revealed that the cause of the backflow was a glass fragment under the check-band of the device. The cause was determined to be use error since the glass fragment was the result of the device being filled without a filter. It is recommended in the device instructions that the device be filled with a filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.